Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor smooth round high profile 270cc saline prostheses experienced bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade IV. The left sided capsular contracture was baker grade iii. As a result, bilateral removal and replacement with new mentor smooth round high profile 270cc saline prostheses was performed on (B)(6) 2020. See 1645337-2020-14712 for contralateral prosthesis report.